Event description:
Additional information received indicates that the insertable cardiac monitor (icm) was not sensing or detecting. The icm was explanted and replaced.

Manufacturer narrative:
The reported events of inappropriate or unexpected reset, no ble telemetry, error message and failure to sense were confirmed. The device was at end of life (eol) level upon receipt. Device arrived unable to interrogate. Device was cut open and high current drain on hybrid was noted. A longevity calculation was performed and found the battery depletion to be premature. Analysis performed showed the accelerated depletion of battery was due to high current in the hybrid, consistent with an anomalous integrated circuit (ic). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that following the implant of the insertable cardiac monitor (icm) that the icm was unable to be interrogated and unable to pair to the mobile application. There was an error message that a device reset has occurred noted. The icm was unable to connect. The icm was unable to be restored. The patient was discharged.